Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was 455 mg/dl yesterday. The customer confirmed that there were no changes to her settings, no air bubbles in the reservoir or tubing, no bent cannulas, and no leaks. The customer also mentioned that the insulin pump alarmed with a button error while she was cleaning the house; she stated that she may have been sweating. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, had intermittent button response due to light moisture damage to keypad traces. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. No button error alarms noted. The insulin pump was received with operating currents within specifications and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.